Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had and atrial fibrillation (af) ablation procedure and the staff noted pauses and rates below the programmed lower rate on telemetry overnight. The right ventricular (rv) lead displayed what appears to be loss of pacing/pacing inhibition and loss of tracking consistent with the timing of t-wave oversensing (twos) post pace. Potential programming options were discussed. Follow up was conducted and no further information was ascertained. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that reprogramming was completed. The lead remains in use. No patient complications have been reported as a result of this event.